Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via manufacturing representative regarding patient with l3/4 vertebral body collapse suggested for spinal therapy. Posterior fixation was performed at l1-s2. Levels implanted was l3- 4. Event occurred intra-op. It was reported that l3/4 vertebral subtotal removal was performed and the reported implants were placed. The cage was lengthened after being inserted between the vertebral bodies, but it shrank before it was fully lengthened. When the cage was checked outside the operative field, it could be lengthened to the end without any problem, but the same event was confirmed in the operative field. It was attempted to lengthen the cage by inserting an adjuster into the opening for filling bone graft, but the cage couldn't be lengthened until the end. Therefore, the cage was replaced with another one with one increased size. The torque limiting driver was not used. Delay of over 60 minutes was reported. Implant was explanted and being returned. No patient symptoms or further complications was reported.